Event description:
Wound infection [wound infection]. Abdominal distention [abdominal distention]. Fever [pyrexia]. Case description: this is a spontaneous report from a contactable healthcare professional ((B)(6)) based on information received by pfizer from (B)(4). A female patient of an unspecified age and ethnicity started to receive absorbable gelatin (gelfoam), sponge class iii device, via an unspecified route of administration from an unspecified date at an unspecified dose for bloody drainage, oxidized cellulose (interceed), via an unspecified route of administration from an unspecified date at unspecified dose for an unspecified indication, and absorbable gelatin sponge, thrombin (floseal matrix haemostatic sealant), via an unspecified route of administration from an unspecified date at an unspecified dose for bloody drainage. Medical history included c-section from an unknown date. The patient's concomitant medications were not reported. It was reported by the scrub tech that after a c-section, interceed was placed on the uterus. Hemostasis was reported to be achieved; the interceed remained white in color. Then after closing the muscle layer, some bloody drainage was noted at the muscle layer, so floseal and gelfoam were used to achieve hemostasis. On unknown date ("yesterday"), the patient returned with a wound infection, with purulent drainage, fever and some abdominal distention. An I&d surgery was performed; 350ml of pus was removed. Patient was admitted for IV antibiotics and follow-up with general surgeon, with plans to remove packing. The action taken in response to the events for absorbable gelatin was unknown, for oxidized cellulose was unknown, and for absorbable gelatin sponge, thrombin was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the limited information provided in this report, a possible contributory role of absorbable gelatin (gelfoam), sponge to the events wound infection, fever and abdominal distention cannot be completely excluded due to a temporal relationship of application of gelfoam with the reported events. A contribution of other agents interceed and floseal used in c-section is also a possibility. These events could also represent a post-operative (c-section) complication. However, this case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators as appropriate.